Manufacturer narrative:
Pt info is considered confidential, per country regulations.

Event description:
According to the customer, on (B) (6) 2010 at 10:10 am at ICU (B) (6), a pt had a run of v-tach, then v-fib, while being washed (the ECG electrodes were reported as being intact on the pt). Per the hospital, the v-tach and v-fib episode was not detected by the b850 monitor but the monitor allegedly provided a high heart rate alarm, alerting the doctor of the event. The pt reportedly fainted, and when the doctor arrived, the doctor ventilated the pt with a mask, and then connected the pt to a ventilator. The pt's implantable defibrillator fired during the event and the pt spontaneously recovered from the event. Prior to the event, the pt was being treated for: dilated cardiomyopathies via antibiotic therapy, oxygen, and inotropic drug therapy: doputrex. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.